Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and dim/discolored display screen visual. This report is made based on results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(6) 2015 with the following findings: the display screen visual was observed to be dim and discolored due to an unidentified display failure. The battery compartment was observed to be cracked in the area below the grip pad. A cartridge cap and battery cap were not returned with the pump; a test battery cap was used during the analysis. Unrelated to the reported issue, the audio bolus button cover was observed to be detached/missing. (B)(6).